Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, but customer was unable to complete the check at time of call. Customer's blood glucose (bg) displayed "high" on the cgm graph. Multiple attempts were made by technical support to follow up with the customer to complete system check and high bg troubleshooting, but no response was received, and no additional information was provided.